Manufacturer narrative:
Manufacturer believes that user either deliberately or accidentally activated the pt list while in the sample demographics screen. If user pressed the "exit" prompt to exit this screen instead of the "back" prompt, it will overwrite the demographics with the last pt data. The instrument is performing according to specification.

Event description:
Customer reports a pt sample ID barcode gave an incorrect pt number when scanned. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.